Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A few weeks ago, our ed/ER department manager notified us that the same product was getting stuck when attempting to retract the needle while it was still inside the patient's vessel.

Manufacturer narrative:
Record is being canceled for not meeting the definition of a product complaint.